Event description:
It was reported that during a total laparoscopic hysterectomy, the white plastic insert in the jaws came out and fell into the pt. This piece was not recovered. The device was changed and the metal tip broke off and fell into the pt and was retrieved. Another device was used to complete the case. There was no adverse consequences to the pt.

Manufacturer narrative:
(Device b): conclusions: eval summary: device a was returned with the tissue pad missing. The blade was found complete but scratched. As the tissue pad was not returned, further eval could not be performed. A corrective and preventive action has been initiated to address this issue. Device b was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. The tissue pad was found on the assembly and complete. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies were noted during the mfg process.